Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a tumescent infiltration kit. The customer reports that the syringe was drawing more air than fluid. When this condition was noticed they discontinued use of this kit and used an entirely new kit to complete the procedure. No ill effects to the pt were reported.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.